Event description:
It was reported that the patient reports worsening of incontinence symptoms since her ins was implanted on (B)(6) 2020. She has had a long history of incontinence and had previously had an interstim system that is no longer internalized. She had been managing her incontinence symptoms more recently using botox injections, but she hadn't had any injections since the ins was implanted. She has tried turning her ins off at night which has helped a little bit. The ins leads are at bottom of t8. The rep is giving the patient some new programs today and it was reviewed to consider the use of cycling to see if that helps with incontinence symptoms. The patient is also pursuing other interventions to try to address her incontinence as well. Pt called back saying they got a letter asking them to make sure their information was up to date, but pt said they no longer had their mdt device. Pt said the device was removed and replaced with another company's device due to the issues documented in this case. Pt said once they took out the mdt device, they discovered it wasn't working because the implanting physician put the device in wrong.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.